Manufacturer narrative:
The t:slim x2 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 400-600 mg/dl. The bg levels were caused by occlusion alarms, settings requiring adjustments and requiring further training with the load techniques. A manual injection was administered to address the bg levels and the customer reverted to alternate therapy for insulin therapy. Reportedly, the customer had been reusing their current cartridge and infusion set tubing. The customer had observed a gel-like substance exiting the cartridge tubing. Recommendation was made to consult with their health care provider to discuss diabetes management. Tandem technical support educated the customer in regards to changing their supplies per labeling, causes of elevated bg levels and occlusion troubleshooting.